Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 and (B)(6) 2019 with blood glucose of 445 mg/dl and 651. The customer¿s current blood glucose is 150 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin pump and intravenous drip. Customer report customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to test the no delivery alarm during the basic occlusion test and on the occlusion test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device had a missing reservoir tube o-ring, minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked case at the reservoir tube window corners and cracked reservoir tube window. Device uploaded properly using carelink. .